Event description:
On (B)(6) 2011 an implant card from the implanting hospital was received by the manufacturer. The patient's lead impedance after surgery was listed as ok. The explanted generator was returned for product analysis on (B)(6) 2011 that has not yet been completed. Good faith attempts for additional information from the patient's physician have been to no avail thus far. If further information is received, it will be reported.

Event description:
Additional information was received on (B)(6) 2011 when the vns treating physician reported that the patient's battery was dead causing the increased seizures. Product analysis was completed on the explanted generator on (B)(6) 2011 and in the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator was found to be at end of service and determined to be the result of normal expected battery depletion, based on the battery life analysis and electrical test results. The pulse generator module performed according to functional specifications and there were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
On (B)(4) 2011, clinic notes from a vns treating physician were received through case management. Review of the clinic notes dated (B)(4) 2011 revealed that the patient was experiencing a seizure and had been seizure free for awhile. She saw a physician in the emergency department for evaluation of her initial seizure and aura. The patient was then admitted to the intensive care unit at the hospital due to her prolonged post-ictal phase and status epilepticus. It was later reported by the physician's nurse on (B)(4) 2011 that the patient also has been experiencing an increased level of seizure activity since being admitted to the hospital on (B)(6) 2011. The patient was referred for battery replacement surgery on (B)(6) 2011. Good faith attempts are underway regarding the return of the explanted generator. The physician's nurse reported on (B)(4) 2011 that the patient's battery was actually dying in (B)(6) 2011. The patient's new generator has been turned on and she is doing fine now. A battery life calculation was performed with the patient's programming history which revealed negative years until eri=yes. When additional information is received, it will be reported.